Event description:
It was reported that this was a closure procedure using three prostyle devices after an interventional electrophysiology procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with all three devices. The method used to achieve hemostasis was no provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No other information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B5: date of event estimated as (B)(6) 2024. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.